Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal device check. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.